Event description:
Caller reported a cgm error 42, but after performing a pump reset with guidance from technical support, the error did not recur. The blood glucose level was reported as being within a normal range. Caller successfully began their sensor session with no further issues.